Manufacturer narrative:
The lot-specific information was not provided by the complainant. All products manufactured are subject to a rigorous DHR review throughout the process and as part of release to finished goods. While the product lot number is not known for this patient/case, there is no indication that any product distributed failed to meet specifications. Based on the information gathered, no causal link could be established between I- factor flex fr and the reported complaint. Other potential contributing factors to consider are the patient physiology/condition, and/or concomitant devices used for the surgery. Based on new information from complainant, surgcial intervention was required due to non-fusion and instrumentation instability. A trend analysis of historical complaint information is required. One similar complaint has been reported regarding non-union or no fusion, where the surgeon was using I-factor putty in a tlif procedure. The potential risk of this effect is documented in the product IFU in the adverse event section.

Event description:
1 posterior lumbar wound - leaked - infected - washed out - further I-factor inserted - leak - infection - non union -ajb patient. The following summary provides additional information gained during a february 12th meeting held between s. Johnson and surgeon at the hospital. · female patient presented for posterior lumbar fusion. · l4-s1 fixation using medtronic screws and posterior rods combined with I-factor flex fr and local bone. · the posterolateral gutters were filled with a graft bed consisting of local bone from the decorticated transverse processes combined with I-factor flex fr. The flex fr was placed as a complete strip on-top of the decorticated processes and then the autograft placed on top. · the patient experienced post-operative swelling associated with a seroma, causing severe discomfort. · the patient was taken back to surgery and the seroma drained (it was suspected to be a hematoma prior to surgical exploration). · the serous material was orange in colour; although mr bowey indicated that this could have been due to traces of blood from the wound. · graft materials were replaced with new I-factor flex fr strips. · formation of post-op seroma occurred again and the patient was re-operated for a third time. The seroma pressure was relieved and all graft material was removed and wound washed-out. A new graft material was used (grafton, medtronic). · on each re-operation the wound looked infected. Surgeon commented that they "nicked the fascia" and copious serous fluid came out under pressure; however, no puss. Surgeon was confident that the seroma and build upon of pressure leading to wound leakage resulted in an infection. Once infected, there was no option other than to the third procedure to wash-out the wound and completely change the fusion bed. (Note: no microbiology results confirmed this.) · patient recovered; however, now presents with screw loosening and instability at the upper vertebrae (l4) which will require further revision. Update from march 11th, 2020, - patient had orginal surgery in (B)(6) 2019. - came back for wound wash out. - the came back for another wash out and the bone graft bed was replaced. In the original statement, it was believed to have been grafton; however, surgeon confirmed it was replaced with more I-factor. - the patients symptoms have not resolved and she is coming back for another revision tomorrow due to non-fusion and lose instrumentation. - surgeon will explore bone graft bed tomorrow. - patient is a 55 yr old woman who had surgery on (B)(6) 2019.